Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer on 12/26/2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer's condition had improved and they did not currently have any diabetic symptoms. No medical intervention was needed since the last call. No additional blood tests were performed using the truemetrix meter.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 204, 198, 210, 208 and 204 mg/dl non-fasting. The customer's expected fasting blood glucose test result range is 101 - 120 mg/dl; customer stated he did not have an expected non-fasting blood glucose test range. Customer stated that on (B)(6) 2017 he was feeling weak and tired; he had checked his blood sugar and the results obtained were 39 and 35 mg/dl non-fasting. Customer stated he became unconscious and his daughter had called 911. Customer stated he does not remember what happened from the time the paramedics arrived to the time he arrived at the hospital. Customer also does not remember what his blood sugar result was at the hospital but he knows that the diagnosis was hypoglycemia and shortness of breath due to his copd. Customer stated they administered glucose tablets, IV and oxygen. Customer was released on (B)(6) 2017 with no new recommendations from doctors. Customer stated he was not concerned with results of 39 and 35 mg/dl because he believes that they were accurate. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 168 mg/dl and 138 mg/dl using truemetrix meter; results were both high and erratic. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/21/2019 and open vial date at time of call is one week. Customer also has a trueresult meter; customer was informed of product discontinuation and requested return of product. The meter memory was reviewed for previous test result history: (B)(6). Customer was not concerned with results of 39 and 35 mg/dl because he believes that they were accurate. Today customer is calling because he states that the meter is giving him high results. His blood sugar range fasting from 101-120 mg/dl and he is concerned with all of the results obtain from the meter' s memory. The results from the meter's memory were taking non- fasting, instructed customer on the importance of testing fasting. Customer states that he does not have a non fasting range. Customer performed a back to back test fasting and the results were erratic and higher than his normal range.